Event description:
Information received indicates the bed has no electrical ground.

Manufacturer narrative:
The hill-rom technician found the ground pin missing from the power cord. The technician replaced the power cord to repair the bed.